Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. A review of device memory noted the device had a monitoring voltage of 3.10 volts; however, the device failed a longevity calculation indicating it did not last as long as expected. A fault indicating a shorted shocking lead was recorded on (B)(6) 2015. An x-ray of the device revealed that the internal high voltage fuse was blown (i.e., no longer intact). The damage to the fuse most likely occurred during a shock that resulted in the identified shorted shock lead fault. The damage to the high voltage fuse then prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reverted to safety mode. An invasive procedure was performed. This device was explanted and replaced. No additional adverse patient effects were reported.